Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump experienced a vibrator anomaly after the customer had fallen into the pool with the insulin pump on. The caller did not know the blood glucose reading. She performed the self-test, which the insulin pump completed; however, the insulin pump did not vibrate during the test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump failed to vibrate during self-test due to broken black vibrator motor wire. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.